Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be "firing straight." A second fiber was used to complete the case. "No damages to pt" reported.